Manufacturer narrative:
H11. Corrected data: updated sections d4 (serial number) and f10.

Manufacturer narrative:
Model #: this model is not sold or marketed in the u.s. However, it is similar to device: model #2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; PMA #p860057/s001. The device was returned for evaluation. The evaluation is anticipated but has not yet begun. A supplemental report will be submitted upon completion. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this 21mm pericardial aortic valve was explanted after an implant duration of 10 years and 3 months due to structural valve deterioration. As reported, one of the posts was embedded into the aortic wall. The post was exactly between the left and the non-coronary leaflet. Both leaflets at the level of the commissure evidenced contact with aortic intima. The explanted device was replaced with a 21mm valve. A bentall procedure was performed and a valsalva conduit sized 26mm was placed, concomitantly. The patient was noted as to be hospitalized in stable condition after the procedure. The explanted device was returned for evaluation.

Event description:
Edwards learnt that this 21mmvalve implanted in the aortic position was explanted after an implant duration of 10 years and 3 months due to calcific structural valve deterioration leading to a mix of stenosis and regurgitation. As reported, one of the posts was embedded into the aortic wall. The post was exactly between the left and the non-coronary leaflet. Both leaflets at the level of the commissure evidenced contact with aortic intima. The surgeon did not attribute failure to the valve itself but as a consequence of aorta root pathology. The explanted device was replaced with another 21mm valve. A bentall procedure was performed and a valsalva conduit sized 26mm was placed, concomitantly. The patient was noted as to be hospitalized in stable condition after the procedure.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Evaluation summary: customer report of structural valve deterioration was confirmed through observed calcification and host tissue overgrowth. X-ray demonstrated moderate calcification on all three leaflets. Calcification restricted leaflet mobility and led to stenosis. The x-ray also demonstrated wireform intact with distortion of the wireworm and band pushed inward into an ovular shape and commissure 1 bent outwards. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 2 on the inflow aspect and approximately 8mm on leaflet 1 on the outflow aspect. Host tissue on the stent circumference was moderate at the inflow and minimal at the outflow aspect. Leaflet 1 had a 12mm tear near commissure 1 and a 10mm tear near commissure 2. Leaflet 2 had a 5mm tear near commissure 2 and a 10mm tear near commissure 3. Leaflet 3 had a 12mm tear near commissure 3 and a 14mm tear near commissure 1. Calcification was evident at the tears and leaflets were observed to be thickened and swollen near the tears. Approximately 40% of the sewing ring was cut off and was not returned. Wireworm was exposed at commissure 1, around leaflet 1 on the outflow aspect, and around leaflets 1 and 3 on the inflow aspect. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. It has been determined that the root cause of this event was related to the progression of the patient¿s underlying valvular disease pathology and structural valve deterioration with calcification.